Event description:
It was reported that a pta balloon allegedly ruptured circumferentially in the middle of the balloon upon inflation. The balloon burst in the patient. Patient information is unknown. Possibly used on an arterial anastomosis fistula, location unknown. Inflation method is a 10 cc syringe hooked to a 3 way stop cock. They use an additional 3 cc syringe, if needed. No reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The xt catheter was returned inside a 6f cordis introducer sheath, without a balloon guard or a refolding tool. There were no anomalies on the returned introducer sheath. The balloon appeared to have ruptured circumferentially. The tip of the balloon was bunched up at the distal end of the balloon, and it appeared accordioned. The proximal portion of the balloon that was still attached to the catheter and was not accordioned and measured at 2.2cm. The accordioned section of the balloon that was bunched up at the distal end of the balloon, and was measured at 0.8cm in length. There were no kinks visible on the catheter, however, there was a section of the catheter that appeared to be stretched, indicating that there was difficulty in retracting the balloon. Both marker bands were visible on the catheter underneath the balloon. The catheter length underneath the balloon was measured at 6cm in length. The investigation is confirmed for circumferential rupture of the balloon and the root cause is unknown. The current IFU states: do not exceed the pressure rating recommended for this device. Balloon rupture may occur if the maximum pressure rating is exceeded. Warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. It was reported that the device was used to dilate an arterial (av) fistula. Opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above. Excessive force to the catheter can result in tip breakage or balloon separation.